Manufacturer narrative:
Based on the claim against the product by the customer noting that the harmonic ace instrument was not recognized, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The broken blade caused the initialization failure when connected the instrument to a generator. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. A broken piece measuring approximately 0.37" x 0.10" was missing and not returned with the instrument. An image of the harmonic ace instrument related to this event was received. A review of the submitted image was performed by an isi regulatory post market surveillance (rpms) specialist. From the image provided, there was no obvious damage found on the harmonic ace instrument. The root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the harmonic ace instrument was not recognized. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: it was confirmed that no fragments fell inside the patient during the procedure because the breakage occurred while the instrument was outside of the patient's anatomy.